Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. Based on the received information, there was no allegation that the death was related to the valve or its function, but could be related to the explant procedure (balloon valvuloplasty causing dissection). (B)(4).

Event description:
Medtronic received information that 5 years and 10 months post implant of this bioprosthetic mitral valve, the valve was explanted and replaced due to mitral stenosis, shortness of breath and chest pain. A balloon valvuloplasty was performed during the explant, which dissected the aortic arch. The patient was converted to a full sternotomy and the aortic arch was replaced. The physician reported having difficulty explanting the valve; it had to be removed in three pieces. A replacement valve was not implanted. One-day following implant the patient died. The specific cause of death was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.